Manufacturer narrative:
(B)(4). Date sent: 12/1/2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # unk. Additional information: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a green reload inside of a plastic bag from top view and the reload sled could be observed out of position. Also, a tyvek, code gst60g lot: 294a16. (Exp. Date: 2024-04- 30). The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 294a16, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the reload driver had slipped out of the reload when loading the reload for first time use. There were no patient consequences reported.